Event description:
It was reported that there was an alert due to high, out-of-range right ventricular (rv) pacing lead impedance measurements measuring, 2,048 ohms. It was noted there was a linear steady rise over the past year. Additionally, there was no observations of noise. Rv sensing has been low over the past year. Technical services discussed possible causes and recommended an in-clinic evaluation of the lead or to continue to monitor. At this time, the lead remains in service. No adverse patient effects were reported.